Manufacturer narrative:
A2 - dob: year has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the probe tended to tear at the end, leaving the wire exposed, which could lead to skin injuries in premature infants. In the case described, an injury occurred on the sole of the foot. The site was reportedly changed once per day. During one such change, the head of the probe had torn off. This had gone unnoticed, and the wire had then been adhered to the sole of the foot. According to the report, this led to a small open skin lesion (approx. 1×2 cm). It was stated that the premature infant was being treated in the pediatric intensive care unit. They reported that the skin lesion had been treated with bepanthen cream. The skin had healed quickly, and the premature infant was said to be doing well.

Manufacturer narrative:
One unused sample was received for evaluation for the complaint that the probe tended to tear at the end, leaving the wire exposed, which could lead to skin injuries in premature infants. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. As received, one temp sensor was returned with a partial adhesive pad and slightly exposed thermistor wiring. Four temp sensors were returned with exposed thermistor wiring, with the foam pad disk missing from the assembly. No other damages or anomalies were observed. In order to replicate clinical use, the new temperature sensor was adhered to simulated skin. The complaint of breakage/cut can be confirmed. The probable cause due to an unintentional pulling force on the wiring. The cause of the lesion cannot be determined.